Event description:
During shift check, the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
The last autopulse 1.1 was manufactured in 2009. As of (B)(6) 2016, zoll announced the end of life for autopulse 1.1. Many vital components in autopulse 1.1 are no longer available, further restricting our serviceability. Therefore, the autopulse platform will not be returned to zoll for service, and zoll has advised the customer to scrap the device.